Event description:
Customer complained that the brakes were broken and that the leg support and pad were missing from the bed.

Manufacturer narrative:
The technician determined that the brakes were broken and the leg support missing - the technician replaced missing right calf support, v frame and screws. There is no info available pertaining to the work performed on the brake system. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.